Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
The patient had their generator explanted due to infection at the generator site that occurred about 2 months after implantation. The patient was re-implanted at a later date. Device history records were reviewed and the generator was confirmed to be sterilized and there were no nonconformities before distribution. No other relevant information has been received to date.